Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported against left side exchange of textured devices due to patient's concern with product, "have leaked", and "shifted, moved around and not longer behind the muscle, it's lateral and not where it's supposed to be". Device remains implanted.